Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was high of 600 mg/dl and they treated it by syringes. The customer was experienced symptoms as a result of high blood glucose such as nausea and vomiting. Customer was performed self test and the test was failed. Customer stated that insulin flow blocked alarm found in alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 and pin 6 on keypad assembly.